Event description:
It was reported that the aq2015a three piece silicone lens got caught in the injector as it was entering the eye. The surgeon cut and removed the lens without any injury to the patient. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was split in half and a haptic was bent. There was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4).